Event description:
The customer reported that they were not able to remove the battery cap. Instructed customer to discontinue the pump use if battery is low. During the call the customer stated that they were hospitalized for high bgs. They mentioned that when the infusion set was removed, they noticed that the cannula was not inserted into the body and it was bent on the skin.